Manufacturer narrative:
Follow-up #1 date of submission 03/21/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the buttons were intermittently unresponsive and required multiple presses to elicit a response. There was no visible damage to the keypad but the keypad symbols were found to be worn. Evaluation revealed that there was contamination under the contacts of all buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up, down and ok buttons were intermittently unresponsive. The patient confirmed that there was no damage to the keypad. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.